Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused remdesivir. It was reported that 250 ml bags with 20 ml overfill showed 30-80 ml remaining when the pump said the infusion was complete. The pump was in use in the critical care adult unit infusing 250 ml, 0.8 mg/ml and then 4 minutes later in use in the medical/surgical unit infusing 250 ml, 0.4 mg/ml. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.